Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
It was reported during the PICC placement procedure (above the bend of the arm -the crease at elbow flexure), after removing the needle and inserting the sheath (peel away introducer), the sheath of the peel away wrinkled. As a result, another manufacturer's device was used for the procedure. Device imaging identified hangnail (split) damage at the distal tip of the sheath.